Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the arcticsun device was displaying no flow rate. The patient's temperature was 31.5c, the target temperature was 33c, and the flow rate was 0 l/min. Per troubleshooting, the pads were disconnected and reconnected using proper technique, but the flow rate remained at 0 l/min. The fluid delivery line was removed, diagnostics were ran, and the device was okay. The nurse was advised to change the pads. The nurse was called back an hour later and the flow rate was 2.5 l/min, and the patient temperature was 32.9c with the new pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was displaying no flow rate. The patient's temperature was 31.5c, the target temperature was 33c, and the flow rate was 0 l/min. Per troubleshooting, the pads were disconnected and reconnected using proper technique, but the flow rate remained at 0 l/min. The fluid delivery line was removed, diagnostics were ran, and the device was okay. The nurse was advised to change the pads. The nurse was called back an hour later and the flow rate was 2.5 l/min, and the patient temperature was 32.9c with the new pads.